Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer added the stable to harness connector to the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported that when using the pyxis medstation es system, the tower door failed. The reported malfunction occurred when a user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.